Event description:
It was reported that during a hemorrhoidectomy procedure, the device functioned as intended. Sutures were also placed along the staple line to complete the procedure. Post operatively, the pt experienced bleeding. The pt was taken back to surgery and there were no staples noted on the right side of the staple line. The pt lost a total of 700cc of blood. A blood transfusion was required. The pt is okay. There were no other pt consequences.